Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The overall complaint was confirmed for the received device as the distal tip of the device was twisted . While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4323402 was released in a single batch. Batch1: lot qty of units were released on 08 jun 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch: null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the t20 screwdriver shaft (product code: ds 2797-02-050 & lot no: gm4323402 ) was received at us cq. The visual inspection of the received device indicated that the distal tip (drive feature) of the device was twisted. This was consistent with the complaint condition. Thus, the complaint was confirmed. The overall complaint was confirmed for the received device as the distal tip of the device was twisted . While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4323402 was released in a single batch. Batch1: lot qty of units were released on 08 jun 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review = the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cage broke during impaction into hard bone where the space was extremely collapsed. Screws were later inserted to back up the interbody fusion and the screwdrivers stripped during final tightening attempting to back out the screws and adjust the height. No fragments were generated. The cage will stay implanted. The surgeon packed the rest of the space with bone. Procedure was successfully completed with no surgical delay. There was no patient consequences. Concomitant device reported: unknown impaction instruments (part#: unknown, lot#: unknown, quantity: unknown ). Unknown insertion instruments (part#: unknown, lot#: unknown, quantity: unknown ). This report is for one (1) expedium spine system screwdriver t20 this is report 5 of 5 for (B)(4).